Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not showing up on pyxis, including at least one who was admitted two days prior. Health sight viewer indicated that the station had been in override mode since 2024. Customer reported that the station was able to upload data to the server successfully; however, it was unable to download data from the server. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the multiple patients were not showing up on pyxis. A technical support specialist (tss) backed up station database, and a full synchronization was performed successfully without errors. Post synchronization, the device was restored from disconnected mode and critical override. The customer confirmed that the issue was resolved with all patients visible and provided permission via email to close the case. The system functioned as intended after the technical support specialist troubleshot the device.